Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer needed to register the pump on file. Caller stated that the pump was not working correctly and that it was not reading. Caller stated that she needed a new pump. Customer's blood glucose levels were running high. Caller wanted an upgrade and declined a loaner pump. Caller was not able to troubleshoot the pump at this time. No additional information provided.